Event description:
It was reported, clinician noticed PICC was split when flushing with saline. No harm to patient. Patient impact is that a new PICC line needed to be inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4fr s/l powerpicc catheter. The photograph depicted a portion of catheter shaft which exhibited a partially circumferential split. The catheter was pulled taught against a finger and whitening was visible at the corners of the split. Catheter damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, clinician noticed PICC was split when flushing with saline. No harm to patient. Patient impact is that a new PICC line needed to be inserted. No other information was provided.